Event description:
It was reported by the technician that the fowler and lift motors won't lower. There was no patient involvement or adverse consequences reported.

Manufacturer narrative:
Results: mattress support lever.